Event description:
An ophthalmic surgeon indicated that the trocar cannula was leaking. This resulted in a soft eye until the infusion line was inserted into the eye. There was no harm to the patient.

Manufacturer narrative:
No sample has been returned for evaluation; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. An exact root cause could not be determined as to why the trocar cannula exhibited the leaking condition as described. However, due to an observed increased trend for this defect mode, a manufacturing root cause investigation has been initiated to investigate the increased trend and identify corrective and preventive actions. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information and sample has been requested. Additional information has been requested. (B)(4).